Manufacturer narrative:
Investigation outcome: complaint description: on may 15, 2025, a c1 ventilator that had been continuously providing ventilation and treatment to patients for a long time was found to have a malfunctioning shuttle knob during parameter adjustment, making it impossible to adjust the ventilator parameters. It was later clarified that the patient was not connected during the pre operation inspection. No health consequences or impact occurred. The knob fault belongs to general maintenance and was solved by replacement. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).

Event description:
The report from hospital states: "on (B)(6), 2025, a c1 ventilator that had been continuously providing ventilation and treatment to patients for a long time was found to have a malfunctioning shuttle knob during parameter adjustment, making it impossible to adjust the ventilator parameters." No health consequences or impact. However, an alternative device was used for continuation of ventilation. The reported issue has not been confirmed yet by hamilton medical ag.